Event description:
It was reported that the castor broke off of the cart at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during transport of the device at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the castor broke off of the cart at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during transport of the device at the user facility, there was no patient involvement and no delay to a surgical procedure.